Manufacturer narrative:
Isi received a photograph of the referenced monopolar curved scissors (mcs) tip cover accessory. Analysis of the submitted photograph was conducted. From the photo, a tear had just reached the grey silicone area of the mcs tip cover accessory. No evidence of thermal damage was identified. An occurrence of an arcing event is unlikely based on the image. Review of the system logs confirmed the customer reported issue on the reported event date using da vinci system sk2726. An mcs instrument was in use with 5 remaining usable lives during the procedure. A historical review of related complaints identified no issue with the mcs instrument used during the procedure. Intuitive surgical, inc. (Isi) received the mcs tip cover accessory involved with this complaint and completed the device evaluation. Visual inspection identified tearing at the mouth on the distal end. This observation is consistent with the image on the submitted photograph. The tear measuring approximately 0.26¿ in length was not axially aligned with the mcs tip cover accessory. No sign of thermal damage was observed on any of the ends of the tear. The observed tearing at the mouth is most commonly caused by repeated mechanical stress sustained by the mcs tip cover accessory. This complaint is being reported based on the following conclusion: the mcs tip cover accessory exhibited damage that breached the gray silicone area with no evidence or claim of user mishandling/misuse. Although there was no arcing reported or seen through analysis, and there was patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument installed with an mcs tip cover accessory was used for a surgical task with no reported issue. At an unspecified time during the procedure, the mcs instrument was removed from the universal side manipulator (usm) arm and inspection found damage on the mcs tip cover accessory. No issue with the mcs instrument was identified. Another mcs tip cover accessory was installed onto the same mcs instrument. The user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer conducted an inspection of the instruments, accessories and the system prior to starting the procedure with no issue noted. During the procedure, no collision or arcing event was observed. No issue with the mcs instrument was identified.